Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned. The customer indicated the use of a qualified lens and handpiece. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The root cause may be related to a failure to follow the directions for use (dfu). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, the cartridge cracked during advancement of iol. Additional information was provided that the handpiece used in the procedure has been used for years. The operating room temperature was 68.7 degrees f. The viscoelastic was at room temperature.